Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was not accessible, displaying a "storage space recovery is needed" error message. A field service engineer (fse) accessed the station and logged in, identified a failure in the main drawer 1 matrix drawer, removed the back panel, reseated connections on the drawer controller board, and verified all other connections. The customer then tested the drawer, confirming proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not accessible and displayed an error message indicating that storage space recovery was needed. However, there were no delays, adverse events or injuries reported based on this event.